Event description:
Caller reported losing a tandem mobi charging pad, rendering charging supplies non-functional. There was no reported impact to the customer's blood glucose level. Technical support addressed the issue by arranging for replacement charging supplies to be shipped within two days.